Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer¿s current blood glucose level 118 mg/dl. The customer¿s blood glucose level at time of incident was 56 mg/dl and 270 mg/dl. The customer¿s current blood glucose level 256 mg/dl. The customer was treated for low blood glucose. Troubleshooting was performed for low blood glucose. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.